Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a sensor cannula and sensor intruducer needle break. The customer's blood glucose level was 74 mg/dl. Customer stated that their is no other issues that the needle being difficult to remove. The customer reported that he doesn't believe any of the sensor is in his body. The customer does not feel pain or discomfort. No further information was reported.

Manufacturer narrative:
Reliability analysis inspected one opened and used sensor and visually found broken cannula and missing broken part not found. Unable to confirmed customer received sensor damage due to customer returned opened and used.